Event description:
8:28 am pt's vital signs stable. 8:55 am administered IV. 9:30 am procedure began for a transurethral resection of a bladder tumor. The pt's prostate had been previously resected. An attempt to visualize the left ureteral orifice indicated that there was a tumor covering the left ureteral orifice. The tortuosity and short length of the pt's ureter complicated the surgery by causing the stent to go up the urether. This was successfully retrieved and discarded. No further attempt at stent placement was made as this was the longest available stent. 10:50 am procedure terminated.